Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Based on stored episodes both the high rate non-sustained episodes and sic were due to rv lead t-wave oversensing (twos). The twos was increased with arm movements. The rv lead r-waves were noted to be small with variability in morphology. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.